Event description:
Customer stated that upon opening, it was noted the product was dry, and crumbly. Two additional eaches also felt brittle instead of moldable. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: regardless of the root cause of actifuse shape drying out, this may lead or favor migration of the bone substitute granules (if the malfunction was to reoccur), which in certain anatomies (spine, cranial) may potentially cause or contribute to serious injuries. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Baxter investigation results: visual inspection of the complaint sample by the manufacturing facility observed that the product was broken and the dry polaxmer was separated from the device. The appearance of the complaint sample indicates that the product was exposed to temperatures in excess of 50 degrees celsius which results in carrier melting and separation from the actifuse granules. The complaint was confirmed. Batch record review by the manufacturer found no issues that could have contributed to this complaint issue. All release/testing specifications were met for this product lot. Visual inspection is performed at the contractor's site prior to packaging; no deficiencies were found during this inspection. No manufacturing defect was identified. Investigations and corrections were previously performed under CAPA (B)(4) to address this complaint issue. The CAPA investigation found this issue was occurring after distribution due to the product being subjected to elevated temperatures above the stated label storage conditions. Labeling review found the instructions for use were accurate and sufficient with information as to proper storage conditions. Baxter has sent a communication to the customer advising them of the investigation results and to review the instructions for use (IFU) for stated storage conditions for the product. This complaint will be kept on record for trending purposes.